Manufacturer narrative:
Fiber analysis: metal and glass cap re detached from the fiber, but still connected to the fiber with a piece of shrink tubing plastic. The metal and glass cap regions are burnt as a result of detritus build up. The outer flow tube is damaged / melted and torn at open end of fiber attachment to metal cap area. The fiber is broken proximal to fusion zone. The fiber condition would result in forward firing. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.

Event description:
It was reported that the fiber cap detached outside of the pt while the dr was cleaning fiber at 187,509 joules. The case was completed with a second fiber. No injury to the pt was reported.